Event description:
Device 3 of 4. Reference MFR report: 1627487-2012-04933, 04934, 04936. It was reported the pt was not receiving full stimulation coverage. It was reported the pt had moved to another country where reprogramming of the system was unavailable. It was reported the pt had only received one reprogramming session. The physician opted to explant the entire system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.